Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Leak in blender area. Replaced blender regulator- leak stopped. However vent still inoperable. Epprom writing error - found bent pins on ribbon cable connector on epprom board. Straightened pins. Vent inop remained. Motor board led stays lit red. Replacing power supply did not resolve issue. Replacing motor board did not resolve issue. Replaced main board and display. Replaced turbine. Reset serial number. Performed operational verification procedure. Exhalation valve calibration failed. No ventilation at startup. Removed covers. No. 2 xdcr (transducer) tubing disconnected from xdcr. Tubing from turbine to main board was occluded by int battery tray. Powered unit up. Unit ventilating now but has low volumes. The yellow soldered wiring from the small turbine board was slightly frayed but intact. Pinched & volumes went to spec. Wrapped frayed wire w electrical tape. Unit now in spec. Allowed to ventilate. No alarms present. Ran verification. Blender calibration failed at 90-100. Ran fraction of inspired oxygen blender calibration. Blender calibration now passing. Continued verification. All tests passed required criteria. Unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that customer hears a hissing sound when oxygen is connected to the unit on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.